Event description:
It was reported that the monitor gives a speaker error and did not produce sound. The customer stated by replacing the speaker from a similar monitor, the error does not disappear. The customer replaced the power switch / ECG out sync board which resolved the error message.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. A iv2-flex power switch/ ECG sync out board was shipped to the customer to repair and resolve their issue.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. A iv2-flex power switch/ ECG sync out board was shipped to the customer to repair and resolve their issue.

Event description:
It was reported that the monitor gives a speaker error and did not produce sound. The customer stated by replacing the speaker from a similar monitor, the error does not disappear. The customer replaced the power switch / ECG out sync board which resolved the error message.